Manufacturer narrative:
Patient was born in 1967 the cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique resulting in peritonitis. The breach was not further specified. The patient was hospitalized for the event. Treatment for the event was not reported. The patient outcome was unknown. It was not reported if the patient was retrained on proper aseptic technique. Action taken with pd therapy was not reported. No additional information is available.